Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the resector inner housing broke inside the patient. The tip was successfully retrieved. Although there was patient involvement, there was no adverse consequences.

Manufacturer narrative:
Alleged failure: the resector inner housing tip broke inside the patient. The tip was successfully retrieved. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be blade comes contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend / break the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip of the resector inner housing broke inside the patient. The tip was successfully retrieved. Although there was patient involvement, there was no adverse consequences.